Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the insulin pump was scrolling when the cusotmer attempted to bolus. It was also found the buttons became unresponsive. Customer's blood glucose was 204 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No numbers scrolling up noted. The insulin pump had a cracked case on display window corner, broken battery tube threads, cracked reservoir tube lip and cracked reservoir tube window.